Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer stated the escape button was stuck and unresponsive. The customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.